Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer had been coughing up blood. Customer obtained a result of 2.9 inr on the coaguchek xs system at 11:46 am. After this result, customer called the ambulance as the result was within his normal range of 2.0 - 3.0 inr. At the hospital, a lab result returned as 3.5 inr at 1:30 pm. Customer was taken off of coumadin for the 2 days he was in the hospital. No further treatment information provided. Customer is now back at home and will start taking coumadin again. No adverse event due to the device reported. Requested return of suspect device and strips, and replacement was sent.